Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that a remote alert was triggered because the device inappropriately delivered anti-tachycardia pacing (atp) and an inappropriate shock to convert an arrhythmia. Technical services reviewed the case and suggested that this was likely inappropriate therapy for a conducted atrial arrhythmia. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported. Should additional information become available, a supplemental report will be issued.